Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing sensor discrepancies. Their last blood glucose was 168 mg/dl. The insulin delivery was suspended due to a low sensor glucose of 88 mg/dl. The suspend on low limit in the sensor settings was 90 mg/dl. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date.